Manufacturer narrative:
4307 - intuitive surgical, inc. (Isi) received the vessel sealer instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests but failed intuitive motion. This instrument¿s grip tips were not moving intuitively, i.e. They were not following the mtm (master tool manipulator) input commands smoothly. The instrument was manually articulated and found that the grip open gear on the side of the instrument housing failed to open grips on command. The housing was removed and no obvious signs of damage were found. A review of system logs showed no failures. Advance failure analysis confirmed the primary finding of non-intuitive grip actuation. The grip mechanism was investigated and found with stripped overmold nut causing the loss of grip functionality due to leadscrew loss of contact with overmold threads. A review of the instrument log for the vessel sealer (part # 410322-05/ m90191009-0875) associated with this event has been performed. Per logs, the vessel sealer was last used on (B)(6) 2020 on system sh2161. The alleged event occurred on the final use of the instrument as this is a single use instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was provided for review. No additional log review was performed as this type of failure would not result in an error in the logs. Based on the information provided at this time, this complaint is being reported due to the following conclusion: failure analysis identified that the vessel sealer instrument had a broken (stripped) over mold nut with no evidence or claim of user mishandling or misuse. This failure resulted in the loss of grip functionality of the instrument. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. Field is blank because the product is not implantable. The information for fields is not available.

Event description:
It was reported that during a da vinci-assisted esophagectomy surgical procedure, the jaws of the vessel sealer (vs) instrument would not close properly. An error message prompting "vessel sealer malfunction" was displayed. The customer completed the procedure using a new vs instrument with no reported injury.